Event description:
It was reported that the patient with this right atrial (ra) lead showed far field over sensing. Due to how the device is programmed, technical services suspected the ra lead had dislodged and was in the right ventricular chamber. Additional information was received from the field representative mentioning that the dislodgement of the ra lead was confirmed by a physician on a chest x ray. The source of the noise was the lead oversensing far field r waves as it was close to the ventricle. The lead was repositioned and remains as the atrial lead in the system. The device is working as expected now. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.